Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for a respiratory infection and hypoglycemia, with a blood glucose reading around 30 mg/dl. The customer stated that prior to the event, she had very low blood glucose levels and was treated by glucagon shots. The customer also stated that stress could have caused her low blood glucose levels. Nothing further was reported.